Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the temperature liquid crystal display was damaged and it was therefore replaced. (B)(4).

Event description:
It was reported that the radiofrequency ablation generator displayed an error that the temperature liquid crystal display was damaged and further that the foot switch was not working when pressed. It was requested that it receive a test and calibration procedure. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.